Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician could not achieve the first click sound (upon assembly of carrier tube to angio-seal device sheath. To reconfirm deployment of anchor, the physician tried to achieve the second click sound (setting of anchor) but failed to do so. The physician pulled back the whole system and deployed the collagen and anchor as usual. The physician proceeded to use manual compression to stop the bleeding at the puncture site. There was no harm to the patient. The patient was in well condition and has been treated as intended. Additional information was received june 12, 2019: a pre-deployment angiogram was performed. The procedure performed was a percutaneous transluminal coronary angioplasty.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to the device evaluated by MFR section and to provide the completed investigation results. Results - 3252 fracture problem is based off the investigation results of the returned sample; 213 no device problem found is based upon functional testing of the returned sample. One used 6f angio-seal vip was received for product evaluation. The arteriotomy locator, hemostasis sheath and carrier tube assembly were returned for analysis. The bypass tube and tamper tube was also returned separately. Visual inspection revealed that there were no anomalies noted with the arteriotomy locator. The hemostasis sheath was returned separately and the deployment sleeve was in rear lock position with color bands fully exposed. The hub of the sheath was examined under the microscope and no anomalies were found. There were no plastic deformities noted near the mating latches. The suture was appeared to be cut below the black compaction marker. The returned device appeared to be deployed as intended, no anomalies were noted. There were no visual anomalies noted with tamper tube and bypass tube. Functional testing was conducted. The returned carrier tube assembly was inserted into the hub of the sheath and the click sound was heard. Then, the device sleeve was manually moved to the forward lock position; the sheath cap and the device sleeve was snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position. There were no functional anomalies noted with the initial locking and deploying locking position of the sleeve. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.